Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing lightheadedness presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with isometric testing. All other electrical values were normal and stable. The lead was reprogrammed. The patient would continue to be monitored.